Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that infants underwent nasoalveolar molding/gingivoperiosteoplasty (gpp) with bmp-2 on a resorbable matrix for primary alveolar repair. Long-term follow-up (10 years) was compared for 1) no gpp, 2) gpp only or 3) gpp with bmp-2 by analyzing alveolar bone, tooth eruption, and maxillary growth. For the three primary unilateral cleft repair patient groups: 1) no gpp (n =15), 2) gpp only (n = 15) or 3) gpp with bmp-2 (n = 10) follow-up studies were performed at least 10 years after the procedure. There was one gpp patient lost to follow-up. The study recorded need for secondary alveolar bone grafting, timing of tooth eruption, and clinical evidence of maxillary hypoplasia. New-tom scans were used to analyze dentition, bone volume and bone density. Greater bone graft volume/density was seen at the cleft site in group 3 (gpp/bmp-2) compared to group 2 (gpp only) (86% vs 42% bone fill). Secondary alveolar bone grafting after expansion was necessary in group 1 (100%); group 2 (73%); group 3 (20%). Two patients in group 3 (gpp/bmp-2) underwent le fort I distraction at age 13. In the other groups there were no patients, to date, who have undergone le fort I distraction. Clinical evidence of maxillary hypoplasia was seen in group 1 (40%); group 2 (53%); group 3 (60%). It was concluded that after mid-childhood but prior to skeletal maturity, gpp/bmp-2 primary alveolar cleft repairs showed similar tooth eruption, improved bone fill of the cleft site, less need for secondary alveolar grafting. However, data thus far shows poorer midface growth compared to no gpp at primary cleft repair. Two patients in the bmp cohort underwent le fort I distraction at age 13.